Event description:
Health care professional reported pt received a dialysis treatment without any problems. One hour after treatment pt developed abdominal pain. Two hours after treatment pt developed chest pain and went to the hospital. Pt was admitted to intensive care unit and later transfrred to a regular room. Pt still with pain on 4/27/98. On 5/28/98, health care professional reported the pt is doing fine now and the facility has not received a discharge summary from the hospital; therefore, medical intervention administered to pt in the hospital was not available.